Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate high results of "210, 185 mg/dl" as compared to another meter's readings of "102, 123 mg/dl" performed within 30 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.